Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. There was noise on atrial high rate episodes, high impedance, and frequent undersensing on the p wave. A polarity switch also occurred. The patient paces ten percent of the time in the atrium and experiences occasional episodes of light headedness. The lead is scheduled to be extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal electrode sleevehead was covered in blood, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, and there was apparent explant damage. The analyst noted that electrical and cross continuity testing was performed and no insulation breach was observed. Test results passed electrically and visually for the partial lead in segments using destructive analysis.

Event description:
It was further reported that the lead was removed.